Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (intraperitoneal, dose, frequency and duration were not reported) for peritonitis treatment. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.